Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Subsequently, a revision procedure was performed and the rv was surgically abandoned and replaced. No additional adverse patient effects were reported.